Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a power loss alarm. Customer's blood glucose was 4.2 mmol/l. Customer stated the lithium battery was working better than the battery she was using. Customer was advised to remove the battery and monitor the device. Call back if any issues persisted. The device is not returning for analysis. .